Event description:
It was reported that this pacemaker system triggered lead safety switch (lss) due to high out of range pacing impedances. Additionally, the device has been delivering inappropriate atrial tachy response (atr) due to myopotential oversensing. This right ventricular (rv) lead remains in service. No adverse patient effects were reported.